Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported that the hcp was able to aspirate, but unable to fill. They were not able to get the full amount into the reservoir. It was stated that his had happened in the past with other patients and it resolved itself. At the next refill they were able to get the 40 ml in the pump. There were no further complications reported or anticipated.